Manufacturer narrative:
We received your event description for the above mentioned device and would like to thank you for supporting our post-market surveillance. As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The information you provided has been entered into our quality system as a complaint. These types of complaints are used to evaluate systems and device performance throughout our organization and help to maintain and improve the performance of our devices. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In the recording period between (B)(6) 2019 and (B)(6) 2019 the right ventricular stimulation threshold was steady between 0.4v and 2.0v, the right ventricular sensing amplitude was steady between 6mv and 11mv and the right ventricular stimulation impedance was steady around 400ohms. The available iegm recordings showed artifacts both in the right ventricular and farfield channel, as indicated in the complaint, in addition it showed several inappropriate ICD chargings and one inappropriate shock. In spite of the available information, no conclusion can be drawn regarding the root cause of the clinical observation. An analysis of the lead itself would be necessary to determine the root cause. Should additional information or the device itself become available for analysis, the investigation will be updated.

Event description:
After an implantation period of approx. 94 months, oversensing on the rv and ff channels with inappropriate therapies was reported.